Event description:
Same event as MFR report #: 6000093-2006-02172. It was reported that during an unspecified procedure involving a lesion located in the calcified proximal left anterior descending (lad) coronary artery, two quantum maverick monorail balloons ruptured at 20 atms on the initial inflation. The devices were removed and the procedure was successfully completed with a taxus drug eluting stent, which was post dilated with a third quantum maverick monorail balloon catheter. No patient injuries or complications were reported. Patient status is reported as 'okay'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.